Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 300- 400 mg/dl. The customer stated they had symptoms such as nausea and abdominal pain. The customer stated that continuous glucose monitoring system was not working. The customer was treated with intravenous drip at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.